Event description:
It was reported that there was an unknown cause of failure. There was 50 percent or greater symptom reduction and reprogramming was not needed. The implantable neurostimulator (ins) and lead were replaced and the device was functioning better now. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2012, product type lead. (B)(4).